Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of suture break. Imdrf device code a150203 captures the reportable event of bands difficult to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the middle and lower segment of esophagus during a ligation of esophageal and gastric varices procedure for chronic superficial gastritis with local erosion performed on (B)(6) 2025. During the procedure, endoscopy revealed esophageal and gastric varices. Ligation was performed at 7 sites using 12 bands. Minor bleeding occurred. One device malfunctioned but was replaced, and the procedure was completed without further problem. During ligation at position 5, the rope at the tip of the ligation device was fractured, resulting in band detachment and abnormal deployment. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the chronic superficial gastritis with local erosion; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the middle and lower segment of esophagus during a ligation of esophageal and gastric varices procedure for chronic superficial gastritis with local erosion performed on (B)(6) 2025. During the procedure, endoscopy revealed esophageal and gastric varices. Ligation was performed at 7 sites using 12 bands. Minor bleeding occurred. One device malfunctioned but was replaced, and the procedure was completed without further problem. During ligation at position 5, the rope at the tip of the ligation device was fractured, resulting in band detachment and abnormal deployment. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the chronic superficial gastritis with local erosion; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of suture break. Imdrf device code a150203 captures the reportable event of bands difficult to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, visual and microscopic evaluation noted that the slack wasn't taken up, and the handle did not have evidence that the trip wire was secured to the post. Also, it was found that the suture was broken and returned with three knots. No other problems with the device were noted. The reported event of "suture break", "bands difficult to deploy", "bands premature deployment" and"device use of device issue - misuse were confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The device was not also pulled up to take up the slack and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit.". Additionally, it was reported that "the speedband superview super 7 was used in the chronic superficial gastritis with local erosion""; however, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not described in the indications for use. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.